Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.

Event description:
Healthcare professional reported injecting a patient in the back of the hand, perioral area (marionette lines and vertical lines on lips) with 4cc of juvederm vista volift xc and on both sides of the jaw (jw1, 2) with 2cc of juvederm vista voluma xc. Six weeks later, the patient was injected in the cheek (ck1,2,3) with 1.2cc and in chin (c2) with 0.8cc of juvederm vista voluma xc. Two weeks later, the patient was injected in the chin (c5, c6) and jaw (jw3) with 2cc of juvederm vista voluma xc and in the forehead with 2cc of juvederm vista volift xc. About four weeks later, the patient developed a ¿delayed allergic reaction¿ that affected the perioral area and the back of the hand. The injector believed the symptoms were related to the product as "there is no other medical history of treatment and the same symptom presented as previously experienced delayed allergy." Three days later, the patient was prescribed predonine 30mg, minocycline, and allegra. One week later, the condition improved, and treatment was changed to predonine 20mg and allegra if needed. One week later, the predonine was reduced gradually. The symptoms on the face were almost resolved four weeks after treatment started and the back of hand was improving. However, if the hand is moved too much, ¿swelling¿ occurs. The event is ongoing. This is the same event and the same patient reported under MDR ID# 9617229-2020-08730 (allergan complaint #(B)(4)), MDR ID# 9617229-2020-08731 (allergan complaint #(B)(4)), MDR ID# 9617229-2020-08732 (allergan complaint #(B)(4)), MDR ID# 9617229-2020-08733 (allergan complaint #(B)(4)). This MDR is being submitted for the fifth suspect product, juvederm vista volift xc.